Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-testing, and an alarm log review were performed. During power on self-testing and the alarm log review, the f-38 alarm was found. The cause of this alarm was determined to be damaged force sensing resistors (fsrs). To correct the condition, the device was removed from service. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.